Manufacturer narrative:
A4-a6: unk. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo 13.2 implantable collamer lens of diopter -10.5/1.5/092 (sphere/cylinder/axis) into the patient's left eye (os) as a replacement lens to correct low vault without rotation on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged for a longer length lens. The problem was resolved. The cause of the event was reported as unknown.